Event description:
5 implants were placed 11/1/96. Pt complained of pain. The 3.75 x 13 implant was removed - nothing was present. After healing, another implant, (r9010-33-08) was placed 1/28/97. Pt complained of pain again. The implant was removed on 2/7/97. This time, pus was present. The other 4 implants are still ok. One person affected.